Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was received with a green cap fully seated onto the patient adapter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had the green cap (pull ring) on the patient line that ¿comes off¿ without manipulation. This occurred during set up for peritoneal dialysis training. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.